Event description:
It was reported that the patient presented for a routine device change out. Under fluoroscopy it was noted that the right atrial lead had dislodged and complete loss of capture and sensing, the patient was in chronic atrial fibrillation due to the atrial lead being turned off in the past. The lead was capped and replaced. The patient would be followed normally.

Manufacturer narrative:
UDI (di) (B)(4).